Event description:
It was reported that the shock lead impedance (sli) measurements of this right ventricular (rv) lead were high out-of-range, up to 124 ohms. The sli measured high out-of-range on all three vectors. Technical services (ts) provided troubleshooting to health care professional (hcp) including suggesting reprogramming and further monitoring. The device was reprogrammed to the triad vector configuration. It was noted that the clinic will continue to monitor this patient. No adverse patient effects were reported. Currently, this lead remains in service.